Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID envpro-16-us (lot: 0011020404); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the first recapture, the valve frame was kinked. This was discovered by the implanting physician after the second deployment at 80% deployed. The physician was concerned over the valve support, therefore the valve was recaptured the valve into the delivery catheter system (dcs) and removed from the body. It was reported that the valve frame was kinked when recovered and re-deployed again in vitro. The kinked valve was not used. A second valve was used and was implanted successfully. The patient was discharged and was reported to be doing well. No additional adverse patient effects were reported.